Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, the guide wire fractured. The 99% stenosed target lesion was located in the moderately tortuous left anterior descending (lad) artery. The kinetix guide wire was advanced inside the patient. At an unspecified time during the procedure, a fracture occurred in the distal end of the wire; however, there was no detachment of the device. The procedure was completed with a non bsc wire. There were no patient complications reported and the patient¿s status is good. Additional information has been requested and is not available.